Event description:
The customer reported that they were unable to calibrate their touchscreen. There was no patient involvement.

Manufacturer narrative:
Date of report: 05/15/2018. Date of manufacturer: 09/21/2018. Failure analysis on the returned touch screen shows that physical damage was caused of the touch screen failure.